Event description:
It was reported the customer requested data following the death of the patient as they wanted to determine what happened. The patient died in the early hours of (B)(6) 2024. No other clinical information or medical intervention was reported.

Manufacturer narrative:
The customer requested help with acquiring the data to have an understanding of what happened leading to patient death. The logs retrieved by the clinical application support (cas) indicate that the philips equipment is performing as specified. The cas further states that "it looks like the patient was disconnected from the monitor at approx. 11pm 16th may. It is however determined that the philips device did not cause or contribute to the patient death. The patient was being monitored for arrhythmias and the cause of death is unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1 (B)(6).